Manufacturer narrative:
A ge rep evaluated the system and found the monoblock tube assembly needs to be replaced. Customer has declined repair.

Event description:
Customer reported the system displays a temperature warning light and will not generate x-rays. No pt injury was reported.